Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the guidewire was difficult to advance through the dilator. The sheath was replaced, and the procedure was completed with no patient complications. The sheath was received for analysis, and it was discovered that the tip of the dilator was damaged.

Manufacturer narrative:
When the sheath was first received at boston scientific's post market laboratory the device was first visually inspected and damage to the tip of the dilator was noticed. Next, they attempted to insert a guidewire through the dilator and were unable to as the guidewire would not pass through the distal tip of the dilator. When they examined the dilator with x-ray they found the dilator shaft was slightly occluded near the tip. Additionally, when examining the dilator under a microscope they found the dilator tip was slightly torn and burrs were present near the tip. With all the available evidence boston scientific concluded the allegation in the complaint that the guidewire would not fit through the dilator and additionally that the dilator tip was damaged. The most likely cause for these issues were manufacturing deficiency due to extra adhesive blocking the lumen and extra material causing the peeling and burrs.